Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; there is misalignment of fiber output window with the red stop sign; the metal cap exhibits mild detritus adhesion on metal surface; the outer flow tubing exhibits scratch marks and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that @ 11,317 joules during a prostate procedure, forward firing was observed. ¿aiming beam fires straight out of fiber ¿ doctor started case at 180 and dragging across tissue.¿ the procedure was completed using a second fiber @ 373,508 joules. The first and second fiber tips (caps) were not cleaned during the procedure. Patient outcome: ¿no injury¿.